Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a hardware low level failure three times. The customer's blood glucose level was unknown. No further information was provided. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test and self-test. Pump error alarm (variable info=3) confirmed in the insulin pump history due to broken trace on keypad assembly. Unit was received with cracked select button keypad overlay, damaged keypad overlay texture, minor scratched lcd window and scratched case.